Event description:
The customer reported that the video system center serial digital interface (sdi) port was not working and no image and white box displayed during setup. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.